Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that the customer blood glucose was 88 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 38 and it is beyond 30% limit. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed selftest. Unit was monitored and functioning properly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 128 mg/dl properly on the display graph. Unit communicated properly with the test bg meter mg/dl and function properly noted. The test value of 101 mg/dl was properly displayed on the bg meter. No bg meter anomaly noted. The pump properly displayed the test value on the pump screen. No pump/meter communication anomaly noted. The sc1 cap locks properly into the reservoir compartment. Unit perform visual inspection and pump received with no cosmetic damage found. Unexpected suspend (low sg) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.